Event description:
It was reported there was air bubbles and large air gaps present within the patient line and infusion set tubing. Customer had elevated blood glucose levels. During troubleshooting with tandem technical support, customer disconnected from site and noticed air bubbles exiting the cartridge into the patient line. Customer was able to change out cartridge.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.